Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported there "no video image" involving pentax medical video naso pharyngo laryngoscope, model vnl11-j10, serial number (B)(4). The customer also stated user able to white balance light in scope but not showing up on the screen. The event was reported to occur during the pre-inspection check. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 15-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of "image blackout" and also documenting the following inspection findings: segment crushed, passed dry leak test, passed wet leak test, trim cap missing, up/ down control knob/ lever plastic cover at pivot separated. The device underwent repairs including the following components: o-rings and seals, distal end w/ccd module ntsc, insertion flex tube w/segment, distal attaching pin, segment steel braid, bending rubber, angle lever assy. Model vnl11-j10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair completion and approval by final qc as of 13-oct-2021.